Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver logs confirmed customer complaint. Test on receiver functional test station: passed all relevant testing. Perform paring\calibration\performance\range test: passed. The reported event of a loss of connection was confirmed. The root cause could not be determined.